Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported event of low flow alarms. The account attributed the low flow alarms to malposition of the inflow cannula, hypertension, and fluid depletion. A direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported hypertension and hypovolemia could not be conclusively determined through this evaluation. Additionally, the reported pump malposition could not be confirmed as no images were submitted for review. The submitted system controller event log file contained data from (B)(6) 2025. Flow typically ranged from 3.3-4.2 liters per minute (lpm). Of note, the patient¿s low flow alarm threshold was 2.0 lpm. Low flow events were captured on (B)(6) 2025, multiple resulting in low flow alarms. During these low flow events, flow was captured at 1.5-1.9 lpm. No other notable events or alarms were captured, and the device appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 lvas with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including hypertension. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 5 of the IFU, "surgical procedures", explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an increasing amount of low flow alarms throughout the week. Log files were sent for review and revealed data related to an elevated pulsatility index, low flow events on 25jan2025 and 26jan2025, and several low flow flags that did not persist long enough to trigger an alarm. The mechanical circulatory support equipment appeared to have operated as intended. As of (B)(6) 2025, the patient was both hypovolemic and hypertensive and had experienced intermittent dizziness. The patient's labs were stable, they were being treated for hypertension and were on intravenous fluid bolus. On 07feb2025, additional information was received that no other alarms had been noted since 31jan2025. The cause of the low flow alarms was identified as fluid depletion, malposition of inflow cannula and hypertension. Further information received on (B)(6) 2025 stated that a computed tomography (CT) scan of the left ventricular assist device (lvad) from (B)(6) 2024 showed that the lvad was in place and the inflow cannula was patent, pointing towards the lateral wall of the left ventricle. The malposition of the inflow cannula was not caused by a device issue.